Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that the lead had dislodged. The r-waves had decreased and the thresholds were increased. The lead was explanted and replaced.